Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02415. It was reported there was a seroma at the lead site. In turn, a lead was repositioned deeper on (B)(6) 2020 to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.